Manufacturer narrative:
Insulin pump received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test or occlusion test due to physical damage. Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test and force sensor test. Pump was returned for power error . The power management tool confirmed pump error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor power error. Blood glucose level at the time of the incident was 7.9 mmol/l. The issue was not resolved through troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.